Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, three months post filter deployment, CT revealed demonstrated a large embolus of the right hilum affecting all right-sided lobes and fairly large embolus in the left hilum affecting the left lower lobe. Subsequent, single chest view demonstrated mild consolidation in the lung bases bilaterally with small effusions and the patient was diagnosed with extensive bibasilar pulmonary embolus. Approximately, two days later, CT revealed showed a clot extending both above and below the filter to the level of renal veins. This extends above the filter by approximately 2 cm. Therefore, the investigation is inconclusive for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter and its struts perforated the vena cava wall and aorta. The device was removed. The physician who removed the filter and the procedure was not provided. The patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.